Event description:
The company was notified that the patient had flap revision surgery due to inadequate head piece retention issues, secondary to having a thick flap. The patient continues to be monitored by the center.